Event description:
I had the essure procedure. My procedure was done by an experienced medical professional who has performed this procedure many times. The device itself failed, and could not be deployed. This was not use to the medical professional, but the device itself. This complication is leading me to having a surgery in the coming weeks, which will result in more cost to me. My dr has been polite professional and helpful through this process, this is in no way a complaint against my dr. This is a complaint against the company which makes the product, bayer. Due to the device itself failing, I had excruciating pain. My dr was unable to remove the device and needed to call in a second dr to help remove the device. The company must be made to test products more vigorously to ensure this does not happen to other pts.